Event description:
It was reported that a user experienced an episode of hypoglycemia while using the ilet bionic pancreas and the cause was unclear, with no associated alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for additional information to assess the event, with no hospitalization reported. Investigation included a review of available user feedback and a request for blood glucose questionnaire details. Investigation of this case revealed insufficient information to determine a device malfunction or user-related factor. It was concluded that the cause of the hypoglycemia could not be determined based on the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.